Event description:
The customer reported via phone call that they were experiencing high blood glucose readings of 400 mg/dl. The customer had a blood glucose reading of 260 mg/dl during lunch. The customer attempted to correct the issue by giving themselves a bolus, but the blood glucose readings kept rising. It was stated that the customer removed the mio infusion set and noticed the cannula was bent. The high blood glucose readings were treated with a manual injection. It was also stated that the customer received calibration error alarms. The customer was advised to change the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.